Event description:
It was reported that the right ventricular (rv) lead was pulled back since the original implant, resulting in high pacing thresholds. The dislodgement was confirmed with x-ray imaging. Subsequently, the patient underwent a revision procedure and the rv lead was repositioned successfully. No additional adverse patient effects were reported.